Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The pcb power supply motors were provided for investigation. Investigations determined that there was a melted down resistor on the part.

Event description:
The customer reported that they received an error message on their analyzer indicating that voltage was too low. The customer stated that a nauseating burned odor spread from the device. 30 minutes after the event, the user felt bad and went home. At home, the user started to experience breathlessness, limbs tremor, nausea, and dizziness. The user then decided to go to the hospital. At the hospital, the user was inspected by a physician and was discharged after a few hours. The user is currently fine. The user was not adversely affected. After checking the analyzer, it was found that the origin of the odor was the "pcb power supply motors". The "pcb power supply motors" was replaced and the instrument is working now.

Manufacturer narrative:
It was determined that a resistor on the pcb power supply motors failed. This most likely caused the nauseating odor emitted by the instrument. The unexpected electrical failure also caused an error to display on the screen. This kind of electrical failure is unlikely, but can occur. Since the replacement of the pcb power supply motors solved the problem, it is highly probable that the problem was caused by a part on the pcb power supply motors. The instrument has been working according to specifications since the replacement of the pcb power supply motors. There was no imminent danger of fire related to this pcb power supply motors failure. All parts and plastics are ul rated accordingly. As a result of this failure, there may have been smoke emitted from the unit as the resistor went defective and plastic melted. There was no risk of fire and no one was hurt. No adverse events were reported.